Event description:
Before the start of an exam, the cardiologist positioned the lead shield when support arm broke at the column joint and sheared off, striking the doctor on the head requiring medical attention and stitches.